Event description:
The following report was received from the customer : pt rescued from bottom of apartment pool. Reported that pt may have been electrocuted while swimming in water. Upon afd arrival pt defib. X1 then no shock advised. Upon our arrival lp12 applied and we were recieving what looks like 60 cycle interferance in paddles mode. 4 lead EKG applied and found to have similar interference. Medic 4 from stdh ER arrived and monitor applied. Same interferance noted. New pads applied without change to screen readout. Pt placed back on AED with afd, no shock advised. Pt then moved away from "source" of possible charge whee monitor worked appropriately (~20 feet) asystole found in three leads. Pt pronounced dead shortly after our arrival. Medtronic clinic staff evaluated the event info provided by the customer and concluded the device did not likely cause or contribute to the pt's outcome. This opinion was based on info which indicates a backup defibrillator was available in less than 1 minute.